Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and reddish material was found at the pebax area. Per this condition, a scanning electron microscope (sem) testing was performed over the pebax area of the catheter and a hole was found in the pebax area. It is possible that unknown object hit and ruptured the pebax. Per the event, the catheter was evaluated for eeprom, and the functionality of the sensors of the catheter was tested on carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding magnetic issues has not been confirmed. Pebax was found damaged, based on available analysis results; it cannot be identified whether the issue is related to an internal or an external cause.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a magnetic sensor error occurred. In addition, the mapping point information could not be obtained due to the sensor defect while using the catheter. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. This event was originally assessed as not MDR reportable because potential risk that it could cause or contribute to a serious injury or death is remote. The device was returned to the biosense webster failure analysis lab for analysis and on october 26, 2016, during analysis, it was discovered that a hole was found in the pebax area. It is possible that an unknown object hit and ruptured the pebax. This finding has been assessed as reportable because if the pebax is almost splitting, detaching, or internal parts are exposed, then the risk to the patient is critical due to the potential of thrombus formation from exposure to internal parts of the catheter. The awareness date for this record is october 26, 2016 because that is when the pebax damage was discovered.